Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported damage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) 950502808 sig hp patella & insertion case. Examination of the submitted instrument case confirmed the brackets that secure the surgical instruments in the case are delaminating. The overall condition of the instrument case indicates heavy usage. A search of the complaint database found additional reports of bracket delamination for sigma hp instrument cases. Previous investigation did not conclusively determine the root cause, although it is the supplier manufacturing process related. Details of this issue have been documented through pra / hhe (B)(4) and CAPA (B)(4). The investigation findings did not indicate that a broader investigation or corrective action was necessary. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trays are worn and old. Need to be replaced. Plastic instrument holders in trays are cracked.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the reported damage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.